Manufacturer narrative:
No medwatch form was received. Final analysis found that the outer coil was fractured at 26.5 cm from the end of the connector pin and the outer and inner insulations were damaged at the same location as a result of clavicular crush.

Event description:
It was reported that the ventricular lead sustained clavicular crush damage and exhibited loss of capture. The lead was explanted and replaced.